Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. During the procedure, when they placed a device through autocap the rynel pu foam inside the cap was dislodged. It is unknown if the foam was pushed into the scope. There was no patient complication as a result of this event.